Manufacturer narrative:
D10 concomitant product: egia45amt egia 45 artic med thick sulu, (lot#: p4a1189), sigadaptstnd, sig power sigadaptstnd linear adapter, (serial#: unknown), sigpshell, sig power sigpshell control shell (lot#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic proximal gastrectomy, when inserting the device into the port, the jaw was closed but the tip could not be completely closed, so it was used as is even though there was a gap. There was no patient injury.